Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer¿s blood glucose value at time of incident was 523 mg/dl and current blood glucose value was 444 mg/dl. Customer treated by taking a manual bolus using the pump. Customer had been bolusing with the pump but blood glucose value did not go down. Customer stated that they did feel nauseated early. Customer performed displacement test and test results showed no reservoir. The drive support cap was normal. Insulin pump will not be returned for analysis.